Manufacturer narrative:
Analysis of the pump on (B)(4) 2017 revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal saline 1ml/ml at 0.048 ml/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that the patient ¿never got pain relief¿. The patient reported that "it wasn't helping". It was noted that it ¿seemed like it never really helped her¿. However, conflicting information noted that the event date was ¿unknown¿. No troubleshooting was done. The system was explanted. The device would not be replaced in the future. No [additional] actions/interventions were taken. The issue was resolved. The patient¿s status was alive ¿ no injury. There were no environmental/external/patient factors that may have led or contributed to the issue. Concomitant medications included oxycodone, synthroid, clonazepam, zofran, zovirax, lithium, ambien, and trazadone. The patient¿s medical history included bipolar disorder, hypothyroidism, anxiety, pancreatitis, morbid obesity, ddd, discectomy with fusion. There were no further complications reported.